Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure (batch no. 948842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included preterm labor, pap smear abnormal, mood change, genital bleeding, endometrial ablation and pregnancy (2012). Previously administered products included for an unreported indication: progesterone, magnesium sulfate and betamethasone. Concurrent conditions included menstruation abnormal and iron deficiency anemia. Concomitant products included iron from 2007 to 2012 for thalassemia alpha as well as hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin) and levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (, menorrhagia),heavy periods") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdomen and sides") and flank pain ("side pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and flank pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain, dysmenorrhea, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain.') In an adult female patient who had essure (batch no. 948842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included preterm labor, pap smear, mood change, genital bleeding, endometrial ablation and pregnancy (2012). Previously administered products included for an unreported indication: progesterone, magnesium sulfate and betamethasone. Concurrent conditions included menstruation abnormal and iron deficiency anemia. Concomitant products included iron from 2007 to 2012 for thalassemia alpha as well as hydrocodone bitartrate; paracetamol (norco), ibuprofen (motrin) and levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (, menorrhagia),heavy periods") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdomen and sides") and flank pain ("side pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and flank pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain, dysmenorrhea, vaginal bleeding. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs& mr received reporter information, product indication, insertion& removed date, lot no added, case became valid as previous event injury nos was replaced with events vaginal hemorrhage, menorrhagia, pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, pain flank. Outcome added vaginal hemorrhage, menorrhagia, pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, pain flank severity added abdominal pain, pain flank. Concomitant drugs and historical drugs was added. Medical history was added. Lab test added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.